Event description:
It was reported that a loaner saw was leaking oil into a surgical field during a podiatry procedure. The case was completed successfully with another device. There was no pt or user injury or any other adverse consequences reported. There is no indication that additional treatment was administered as a result of the event.

Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.